Event description:
It was reported that a cartridge alarm occurred. There was no reported impact on the customer¿s blood glucose level. The pump was not returned due to warranty expiration, and no further information regarding corrective actions or outcomes was provided.